Event description:
The pt reported the device was explanted due to device complications. Add'l info was requested from the physician. The hcp repored an infected pluse generator, which requried surgical exploration and antibiotic therapy. The pt recovered without sequela. Add'l info has been requested from the hcp.